Event description:
A report was received that a patient underwent a lead revision procedure due to inadequate stimulation. During the procedure, the physician chose to cut the tail ends of the paddle lead due to the lead being fractured. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead will not be returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Update to the following fields: a review of the sterilization documentation for the explanted device was found to be satisfactory.

Event description:
A report was received that a patient underwent a lead revision procedure due to inadequate stimulation. During the procedure, the physician chose to cut the tail ends of the paddle lead due to the lead being fractured. The patient is reportedly doing well following the procedure.